Manufacturer narrative:
The hawkone device was returned for evaluation along with a non-medtronic sheath. No other ancillary devices were included. The non-medtronic sheath was inspected. No damage was observed. The hawkone was inspected and no damage to the distal assembly was observed. The hydrophilic coating of the hawkone showed uneven amounts of coating throughout the shaft. The hawkone was run between two fingers and the surface felt rough. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone device to treat a calcified plaque lesion with 80% stenosis in the left tibial/popliteal trunk(tpt), posterior tibial artery(pt) and peroneal artery (artery diameter tpt 4mm, pt 2.5mm and lesion length tpt 40mm, pt 200mm). The IFU was followed during the procedure. The physician used a 0.014" spider and a 6fr 45cm non-medtronic sheath. The vessel was not pre-dilated. It was reported the physician encountered difficulty advancing the catheter after 5 passes on the first insertion. The cutter was reported to have returned to the housing and the device was removed from the patient. On inspection it was noted that the catheter was rough and it appeared that the integrity of the hydrophilic coating was compromised. The coating was described as lumpy and the catheter shaft was rough in spots. The procedure was successfully completed using a hawkone s. No patient injury was reported.